Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced ise buffer valves (part number c28717) to resolve the issue. Beckman coulter internal identifier is case (B)(4). Patient data was not provided. Customer phone #: (B)(6).

Event description:
The customer's au5800 clinical chemistry analyzer randomly generated elevated ise (ion-selective electrode: sodium, potassium, and chloride) patient results. The results were not released from the laboratory. There was no change in patient treatment in association with this event.